Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the buttons were slow to respond and that something was wrong with the pump. The blood glucose was 300 mg/dl at the time of the incident. Assisted with self-test and was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No navigation of screen or slow response of pump anomalies noted during testing; time advanced properly. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. All buttons function properly; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.